Event description:
It was reported that the pt's pump site had grown to 10x the original size and was painful when the pt was lying down. An unspecified "infection and significant weight loss" was also reported. The health professional turned the device off (date and reason not reported). The pump had not been used in over a year. The pt reported that he wanted the device explanted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.